Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. She felt it burning and burning/ burned her [thermal burn], big welt on her neck/ the welt was bigger [urticaria], its all crusted, a big crusted area [scab], it was uncomfortable [discomfort]. Narrative: this is a spontaneous report from a contactable consumer. A 69-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) upc number: 305733015445, via an unspecified route of administration from (B)(6) 2017, to (B)(6) 2017 for neck pain. The patient medical history and concomitant medications were not reported. Consumer reported she purchased thermacare heatwrap for neck pain on friday (B)(6) 2017, and when she used it, she felt it burning. Reported the thermacare heatwrap burned her. She wore one wrap on friday (B)(6) 2017, one wrap on saturday (B)(6) 2017 and one wrap on sunday (B)(6) 2017. Then this morning (B)(6) 2017, she had the big welt on her neck (event onset was reported as (B)(6) of 2017, and its all crusted, a big crusted area. When asked outcome of the welt, stated it is no longer burning, but the welt was bigger. If she put a collar or a coat on the welt, it was uncomfortable. At some point, with each wrap, she did feel some burning while wearing them. Stated she had mediterranean skin and didn't consider her skin sensitive. But it still burned her. This was her first time using the product and did not indicate she will be using the product again. She reported the expiry date as 2 something. Unable to provide entire number, thinks there is a piece missing from the flap or something. The action taken for the product is permanently withdrawn on (B)(6) 2017. The outcome of the event "she felt it burning and burning/ burned her" was resolved in (B)(6) of 2017, for the event "big welt on her neck/ the welt was bigger" was not resolved and for other events was unknown. The patient had taken the box back to the pharmacy but was able to retrieve it from the store. She will hold on to it for 3-10 business days. According to product quality complaint group: site had not received sample. Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (05apr2017): follow-up attempts are completed. No further information is expected. Follow-up (04jun2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected.

Event description:
She felt it burning and burning/ burned her [thermal burn] , big welt on her neck/ the welt was bigger [urticaria], big welt on her neck/ the welt was bigger [condition aggravated], its all crusted, a big crusted area [scab], it was uncomfortable [discomfort]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) upc number: (B)(4), via an unspecified route of administration from (B)(6) 2017 for neck pain. The patient medical history and concomitant medications were not reported. Consumer reported she purchased thermacare heatwrap for neck pain on friday (B)(6) 2017 and when she used it, she felt it burning and burning. Reported the thermacare heatwrap burned her. She wore one wrap on friday (B)(6) 2017, one wrap on saturday (B)(6) 2017 and one wrap on sunday (B)(6) 2017. Then this morning (B)(6) 2017 was told she had the big welt on her neck (event onset was reported as (B)(6) 2017) and its all crusted, a big crusted area. When asked outcome of the welt, stated it is no longer burning, but the welt was bigger. If she put a collar or a coat on the welt, it was uncomfortable. At some point, with each wrap, she did feel some burning while wearing them. Stated she had mediterranean skin and didn't consider her skin sensitive. But it still burned her. This was her first time using the product and did not indicate she will be using the product again. She reported the expiry date as 2 something. Unable to provide entire number, thinks there is a piece missing from the flap or something. The action taken for the product is permanently withdrawn on (B)(6) 2017. The outcome of the event "she felt it burning and burning/ burned her" was resolved in (B)(6) 2017, for the event "big welt on her neck/ the welt was bigger" was not resolved and for other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported event thermal burn as described in this follow up are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events urticaria, condition aggravated, scab, and discomfort are assessed as possibly associated with the device. Comment: based on the information provided, the reported event thermal burn as described in this follow up are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events urticaria, condition aggravated, scab, and discomfort are assessed as possibly associated with the device.